Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic one day post implant. Upon interrogation, it was noted that atrial lead exhibited decreased sensing and capture thresholds were elevated and intermittent. Programming changes were made. Patient was stable.